Event description:
A customer contacted baxter?s technical service center to report a patient death. Per the initial report, the caregiver (cg) reported the home patient (hp) passed away on (B)(6) 2011. The technical service representative (tsr) asked if the hp was connected to the home choice (hc) at the time of death and the cg stated the hp was not connected because the hp was in the hospital but was connected to the hospital device. Product surveillance contacted the dialysis facility on (B)(6), 2011. The administrative assistant reported the patient's cause of death was strictly cardiac related. The patient's death was not related to peritoneal dialysis therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The root cause for the report of a patient death was undetermined. The patient's device was received for evaluation by the product analysis lab (pal). The device had passed the homechoice rite electrical test and failed the homechoice rite functional test due to the heater bag temperature failure and a system error 1032 . The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported condition. The device passed accuracy confirmation and temperature verification. A review of the previous service events shows that the device was not returned for any issues related to the reported condition. The device then passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issue of a patient death. The device was routed to the service area. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4).a follow-up report will be submitted upon completion of baxter's investigation.